Manufacturer narrative:
Per the tandem user guide: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Additionally, replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock/luer lock connection was "tangled." Customer's blood glucose level was "high" per continuous glucose monitor readings and was addressed with a correction bolus. Reportedly, the customer was using cold insulin beyond labeling. Tandem technical support educated customer against these practices; customer acknowledged.